Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation kit was opened for cystoscopy procedure. The outer packaging of the kit did not contain a latex notification. However, the inner label on the inflation device contained a latex notification. The latex notification was noticed during the procedure and the physician chose to complete the procedure with this device. The patient did not have a reaction to the latex and the procedure was completed with this device. There were no patient complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but a failure analysis has not yet been completed. Upon completion of the failure analysis, if there is any further relevant information from that review, a supplemental MDR will be filed. (B) (4).